Manufacturer narrative:
The device lot number was provided as 571258. Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed a sharp broken in the patch/shell bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the patch/shell bond edge due to an unidentified (tear) opening. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.